Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) with a cartridge during basal delivery. Customer's blood glucose level was 93 mg/dl. Multiple attempts were made to follow up with the customer on obtaining backup therapy; however, the customer did not respond.